Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed and attributed to corrupted firmware. The firmware was reinstalled to resolve the report. It could not be established how the firmware became corrupted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.